Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient did not experience any specific symptoms. The cgm reading was 280 mg/dl, and the patient self-treated with drinking extra fluids. When the cgm did not change the patient went to the hospital. When a fingerstick was taken there the cgm reading was 280 mg/dl, and the blood glucose reading was 380 mg/dl. The patient was treated with intravenous insulin and saline. The patient was discharged after 6 hours when the blood glucose reading was 149 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid at the hospital. It was also reported that there was 50 points difference between the cgm and bg meter readings. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.